Manufacturer narrative:
Customer returned pump for an alleged pump/sensor communication anomaly and was hospitalized for high bgs and dka found on (B)(6) 2023. On case-(B)(4), svn#: (B)(4) - customer returned pump for an alleged pump/transmitter/sensor communication anomaly, visit to emergency room and was hospitalized for kidney stone, high bgs and dka found on (B)(6) 2022 (per ss event date). However, the customers note stated that the customer visit to emergency room and was hospitalized for kidney stone, high bgs and dka found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for pump errors/alarms noted 1 week prior to the event date 14-apr-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 15:46:20.000, (B)(6) 2023 19:36:46.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 15:45:01.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 15:45:01.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 9:43:00 am. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. Lost sensor1 alert was recorded and found in the formatted history file on: (B)(6) 2023 00:01:00.000. Please see below for pump errors/alarms noted 1 week prior to the event date 17-sep-2022 in the formatted history file.  Lost sensor1 alert was recorded and found in the formatted history file on: (B)(6) 2022 16:59:00.000, (B)(6) 2022 10:40:00.000, (B)(6) 2022 00:32:00.000, (B)(6) 2022 20:51:00.000. Lost sensor2 alert was recorded and found in the formatted history file on: (B)(6) 2022 00:54:00.000, (B)(6) 2022 01:04:00.000. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2022 19:06:01.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2022 in the formatted history file. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Pump/transmitter/sensor communication anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not completely correct in the initial report. The corrected information has been provided in section b5 with this report. Information has been added, which was missed in the initial report. The missed information has been provided in section h6 under health effect - clinical code: 2359 with this report.

Event description:
Corrected/missed event description: information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 800 mg/dl at the time of the event. The customer was treated at hospital using intravenous insulin drip and the customer experienced symptoms such as flue, increased thirst and urination. Customer also reported positive for diabetic ketoacidosis. Troubleshooting was performed. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer did not use the smartguard auto mode of the insulin pump. Advised the customer to do a displacement and self test on the pump and it got passed. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 800 mg/dl. Troubleshooting was not performed. It was found that the customer has treated the high blood glucose event with hospitalization. It was unknown if the customer was using the pump within 48 hours of the reported event. The auto-mode feature was not active. No further complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.